Event description:
Pt receiving osmolite hn+ enteral feedings at a fluctuating rate of 20-50cc/hour with blue dye had >1200cc of dark green urine on day 7 of nutrition support. Pt had gi surgery and was septic with arf at the time which may have contributed to absorption. The blue dye was stopped and the urine returned to normal color within 24 hours. Pt remained admitted for 3 months until they died from cardiac, gi, renal, and septic complications. No photos or autopsy completed.